Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot #: va1v09d, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-sep-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. [Relevant medical history: obesity, urinary retention] the patient stated that for months after implant they were hardly having to use their catheter. That gradually worsened and they were also experiencing stimulation in their foot that was associated with the device. With reprogramming they were able to find one electrode (2) that was proving more improvement with less foot stimulation, although it was still there to some degree. In addition, the ins had moved in the pocket and was no longer sitting parallel to the skin and was causing discomfort for the patient. There were no known contributing factors to the reported event. Patient had attempted reprogramming, making adjustments at home. It was noted that the ins was replaced only because it was sent off the sterile field by the scrub technician, not because there were any ins concerns. The physician disconnected the lead from the ins and tested it. The 0 and 1 electrodes were showing. Bellows and heel rotation at 7.0 ma, these were higher than the intra-op testing results that were documented when the lead was first implanted. It was documented that there were appropriate s3 responses at amplitudes < 2 ma. The lead was removed in its entirety and a new lead was placed in s3 on the left side. It was noted the device was turned on in recovery. The lead was tested to ensure the patient was not getting stimulation in their foot, all the stimulation was in the appropriate, pelvic floor area. It was reported the issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va1v09d, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Analysis: analysis of the ipg 3058 interstim ii ((B)(4)) found no anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Analysis: analysis of the tined lead, 3889-28 interstim, us 28 cm found no significant anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the conductor(s) were stretched in the body of the lead; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Device, method, result, and conclusion codes apply to both lead 3889-28, lot va1v09d and ins 3058 (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1v09d, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was indicated on the return paper work that the ins was removed on (B)(6) 2019 because of ¿battery flipping/elective replacement¿. There were no further complications reported.